Event description:
Customer reported a motor error alarm. Customer's blood glucose was 143 mg/dl. Customer stated the motor error alarm occurred during prime process. Customer also stated that the insulin pump would continue to shoot insulin out and then restart. Troubleshooting found the customer was able to rewind the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. Insulin pump was unable to perform basic occlusion, occlusion, prime, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. All operating currents were normal. No unexpected low battery or off no power alarm noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.